Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving inappropriate atp and high voltage shock therapy due to atrial fibrillation with rapid ventricular response. Programming changes were made. The patient was stable after the event and will continue to be monitored.